Event description:
It was reported on (B)(6) 2026 that the patient experienced stress and pull on infusion set tubing that led to leakage at site. The infusion set was used for three days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.